Event description:
Sizeable air bubble seen inside the sealed cochlear implant: the defective migrated out of the pt through the skin behind the right ear. The pt had surgical explantation of the cochlear implant.